Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that needle break. The introducer needle was hard to remove. The customer¿s blood glucose level was 184 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.